Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the insulin pump got shut off by itself and was not delivering insulin into the body. Customer¿s blood glucose level was unknown. Customer also reported batteries dying quicker, crack on screen, unexplained no delivery alarms and had to try different reservoirs. Declined 24 hour helpline. The device will not be returned for analysis.